Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned receiving a system error alarm. Inspection of the android log files downloaded from the returned controller confirmed the generation of a system error alarm of error code 50-50013-03651-006 on the date of occurrence. Inspection of the logs found this error to be caused by a crosscheck verification failure between the controller and the paired pod. During the investigation, the controller and the agc algorithm were found to function as intended with no evidence of an overdelivery of insulin or pod communication errors after the system error being observed. The exact cause of the crosscheck verification and subsequent system error alarm could not be determined. The controller was received with damage to the bottom left corner of the lcd. This damage did not impact lcd readability or touch functionality. The exact cause and timing of the damage could not be determined.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports having a application error on their controller that they were unable to clear to start a new pod. As treatment the patient administered manual insulin. Once at the hospital the patients pod was removed and the patient received treatment. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.